Event description:
It was reported that during inventory, a hospital discovered two virage rods that do not match the label on the packaging. There was no patient involvement. This is report one of two for this event.

Manufacturer narrative:
Corrections in d9 and h3. Additional information in h6: component, investigation type, findings, and conclusions. Inspection: the returned device was examined. Visual inspection revealed the angle of the rods appear to be larger than 100 degrees. A dimensional inspection was performed and found the rod to measure 115 degrees. Per the drawing, the angle should measure 100 degrees +/- 1 degree. DHR review: the DHR was reviewed. The DHR stated there were no manufacturing issues and the device was likely conforming. It was later found that operator error contributed to incorrect dimensions on parts in this lot. Potential root cause: the root cause can be attributed to operator error in manufacturing and inspection. Device usage: this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report. Reference report 3012447612-2023-00251.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that during inventory, a hospital discovered two virage rods that do not match the label on the packaging. There was no patient involvement. This is report one of two for this event.